Manufacturer narrative:
The device and/or electrode pads were not returned for evaluation and the reported issue could not be verified. The cause could not be determined.

Event description:
The customer contacted physio-control to report that one of the electrode pads came loose during CPR. They reported that the patient had a minimal amount of chest hair but according to the officers not enough that should have caused any adhesive issues. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Section b5 executive summary of the initial medwatch report indicated: the customer contacted physio-control to report that one of the electrode pads came loose during CPR. They reported that the patient had a minimal amount of chest hair but according to the officers not enough that should have caused any adhesive issues. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event. Section b5 executive summary of the initial medwatch report should indicate: the customer contacted physio-control to report that one of the electrode pads came loose during CPR. They reported that the patient had a minimal amount of chest hair but according to the officers not enough that should have caused any adhesive issues. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported. Additional information: patient information received, reference section a.

Event description:
The customer contacted physio-control to report that one of the electrode pads came loose during CPR. They reported that the patient had a minimal amount of chest hair but according to the officers not enough that should have caused any adhesive issues. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.